Event description:
It was reported the programmer would not power on. The programmer was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the power supply was out of specification. It was also noted that the microphone was out of specification and the programmer powered up slowly, as a result the hard drive was reconfigured and the software was reloaded. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer would not power on. The programmer was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.